Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was suspected to have a conductor fracture. The lead exhibited undersensing, high out-of-range (oor) pace impedance (>2000 ohms), and pacing inhibition. The lead was capped and replaced during a device replacement procedure. No adverse patient effects were reported.